Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was electively capped due to pocket discomfort. This patient experienced discomfort and was checked by a sales personnel and a physician that determined the system performed as expected. The system was reprogrammed as an attempt to solve the issue. However, the patient complained of feeling worse after a few weeks and requested for an elective explant of the cardiac resynchronization therapy pacemaker (crt-p). The rv lead was capped and abandoned as result. No additional adverse patient effects were reported.